Event description:
Customer reported, the system made a loud popping noise and stopped working during a heavy fluoro load.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the mag modes and the filament driver. System operates as intended.